Event description:
It was reported that an expired coil was implanted. A 15mm x 40cm interlock-35 coil was implanted without issue. After the procedure it was observed that the coil was expired. The patient was fine and no complications were reported.